Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. A visual inspection of a photograph of the device noted that the device was damaged. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as pre- and post- operative x-rays, primary operative report, patient history, follow-up notes, and the reported devices are needed t complete the investigation for determining the root cause.

Event description:
The arthoplasty was revised due to instability and dislocation.the components were implanted in situ for ~ 4.3 y. The polyethylene tibial insert, tibial tray, femoral component were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report.catalog numbers and lot codes of other devices listed in this report. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Cat # unk lot # unk description: tibial baseplate.cat # unk lot # unk description: femoral component. (B)(4).

Event description:
The arthroplasty was revised due to instability and dislocation. The components were implanted in situ for ~ 4.3 y. The polyethylene tibial insert, tibial tray, femoral component were revised.